Event description:
It was reported that during a da vinci-assisted sliding hiatal hernia surgical procedure, the 8mm tip-up fenestrated grasper instrument experienced detachment of a black (carbon) component at the distal tip, resulting in loss of instrument mobility. The instrument became stuck and was removed together with the trocar, and subsequently broke while attempting to separate it from the trocar. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during the surgery, the instrument slipped between the metal and the black material and broke while we were attempting to detach it from the trocar. A new incision was not required. No material remains inside the patient. The instrument broke only after it had been removed from the patient, during the attempt to detach it from the trocar.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the tip-up fenestrated grasper instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. Image review: a review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the image shows an instrument with a broken main tube, which lead to a dislodged proximal clevis. This failure mode has a potential for fragments.